Manufacturer narrative:
UDI number are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the pre-use check, a pinhole was found in the breathing bag, from where leakage of air was detected. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three (3) pictures were received for evaluation. Visual inspection observed a top view of circuit breathing product whit a bag which is present tears and damaged on it. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. Therefor the damage (broken) was after the product left shm facilities. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).